Event description:
Information received with return of the explanted device notes that the patient complained of palpitations over the last twelve months. A holter test revealed inappropriate upper rate during sleeping hours. The magnet rate was <95 ppm and the cell impedance was 800 ohms.